Event description:
It was reported that the patient presented to the clinic for normal follow-up. Several attempts were made to interrogate the device; however, no communication could be achieved. The patient has intrinsic rhythm. The next day, the device was explanted and replaced. The patient condition was good at the end of the procedure.

Manufacturer narrative:
The reported loss of communication was confirmed due to low battery voltage. A longevity calculation was performed based on programmed settings and usage data and the device was not found to meet its longevity requirement. With the removal of the battery and an external power supply connected, communication of the device was successfully established. The device tested normally and no sources of high current drain were detected. The battery was sent to the manufacturing facility and no anomalies were detected. The cause of the premature battery depletion remains undetermined.